Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place. In 2009, the neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The neurostimulator could not be recharged. The implantable neurostimulator did not provide stimulation. The device was replaced. The pt outcome was reported as 'no injury'.